Event description:
In a percutaneous instrumentation, a 60mm rod was used on the first side (pt's right). When inserting the s1 cap, it would "pop up" when final tightening and 3 caps appeared sheared or broken. Incision was widened to permit insertion and final tightening of s1 cap. One cap returned to MFR. For inspection.

Manufacturer narrative:
One cap/set screw was received by MFR in (B)(4) envelope on (B)(6) 2009. Cap appears clean, undamaged, and intact. Of note, however, is that a fragment of what appears to be the top edge of a screw seat is lodged between the locking wings of the cap on one side. Inspection suggests this fragment sheared or was fractured off the screw during tightening of the cap/set screw, and became lodged between the wings. If the screw was damaged in this fashion, it would explain why subsequent attempts to seat several caps failed. It is MFR's opinion that the damaged screw, if it still resides in situ, may be sufficiently damaged as to compromise construct security. Clinician has been advised of these findings, and states that pt is doing fine but will be monitored closely.